Event description:
New information received stated that the lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at follow-up, externalized conductors were observed via fluoroscopy. All electrical measurements were normal. Lead to be monitored.